Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported the customer found that the keypad was inoperative on trigger source, iab frequency, and augmentation. The fse tested the keypad and duplicated the failure. The fse replaced the keypad assembly and the overlay. When replacing the overlay the fse observed damage to the overlay from their stock. The fse ordered a replacement overlay and returned and installed the overlay. The fse tested the keypad, and all functions are operational. The iabp passed all functional and safety tests per factory specifications, and was returned to customer, cleared for clinical use.

Event description:
The customer reported that they were having issues with the intra-aortic balloon pump (iabp) keypad. This event occurred prior to the iabp being used on a patient. No adverse event has been reported.